Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph of a devices. The photo depicts a plastic ring next to other surgical instruments. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, a ring of plastic broke off the trocar a picture of the piece is attached to this report. There was no patient injury. That ring of plastic fell into cavity and was able to retrieved using laparoscopic grasper. There was no patient injury.